Manufacturer narrative:
There has been a previous report received where this malfunction with a similar device resulted in a serious injury. Therefore, it must be presumed that recurrence of this malfunction could possibly cause or contribute to a serious injury or require medical or surgical intervention to preclude such. As such, this event is reportable per 21cfr part 803. Customer returned broken tip in autoclave bag. Tip is broken at the tip bend. Visual testing of instruments performed using microscope. No manufacturing defects or markings noted on instruments. However, tip appeared to have been used multiple times. The handle of the tip had several markings where the tip had been tightened into the handpiece and the water port had debri inside as well as the shaft worn. Complaint does not indicate what setting the customer was using at the time of the breaking. Recommended settings are min 1 max 7. These tips should be used with water. The complaint does not indicate if water was being used for this procedure. Several factors may contribute to breakage of tips, such as number of uses, intensity, and pressure. All of these may affect the longevity of the tip. Based upon the information received and condition of the instrument returned, determination if fault was with the customer can not be determined. Root cause unknown this submission is being made after a two year retrospective review was conducted as part of a response to a FDA 483.

Event description:
It was reported that a proultra surgical tip broke during use; no injury resulted.